Event description:
A cartridge alarm 20 was reported by the customer. There was no adverse impact to the customer¿s blood glucose level. No additional information was received regarding the outcome of the event. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, no additional information regarding this event was provided.